Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement, greater than 3000 ohms. It was noted the patient experienced presyncope symptoms then experienced syncope. Also, the field representative (rep) observed events of pacing below the lower rate limit (lrl). This crt-d was oversensing noise on the ra channel, causing brady pacing to not be delivered when required. It was noted the longest pause was 1.5 seconds with a lrl of 50 beats per minute (bpm). The rep reprogrammed the device and turned on the biventricular (biv) trigger. During a device replacement and lead revision procedure, it was discovered this ra lead was fractured. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement, greater than 3000 ohms. It was noted the patient experienced presyncope symptoms then experienced syncope. Also, the field representative (rep) observed events of pacing below the lower rate limit (lrl). This crt-d was oversensing noise on the ra channel, causing brady pacing to not be delivered when required. It was noted the longest pause was 1.5 seconds with a lrl of 50 beats per minute (bpm). The rep reprogrammed the device and turned on the biventricular (biv) trigger. During a device replacement and lead revision procedure, it was discovered this ra lead was fractured. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received. The patient also experienced weakness at the time of event.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated.